Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% in-stent restenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, on the third inflation, the balloon ruptured. The procedure was completed using a different size coyote balloon catheter. No patient complications were reported.